Manufacturer narrative:
(B)(4). The clip delivery system was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened while locked and prematurely deployed. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. During the first final arm angle (faa) test it was noticed that the clip opened when the arm positioner was turned. The clip was closed and the ffa test was performed again, and was successful. The decision was made to continue deployment. After retracting the release pin, the arm positioner began to be turned, but after 2 turns, it could not be turned further. Under fluoroscopy it was noticed that the clip was deployed completely without turning and retracting of the actuator knob. The mr was reduced to 1; therefore, the cds and gripper line were removed. The patient was stable and with a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was returned and investigated. The reported physical resistance of the arm positioner was not confirmed. The reported premature clip deployment and inability to establish final arm angle (faa) could not be replicated in the testing environment due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported premature clip deployment, inability to establish faa and physical resistance of the arm positioner could not be determined. The returned device analysis confirmed that the arm positioner functioned as intended with no resistance felt. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.